Manufacturer narrative:
An event regarding infection and pain involving an unknown accolade stem was reported. The event was confirmed following a review by a clinical consultant. Method & results: -device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. -medical records received and evaluation: a review of by a clinical consultant indicated: - the broken reamer and then especially the surgical attempts and time required to retrieve the broken piece probably have increased infection risk although this remains a complex issue where too many variable play a role in the transition of bacterial contamination to full blown infection. Infection is primarily a procedure-related complication with sometimes additional patient-related risk factors. The cause of the instrument fracture was procedure-related (pi 1451501) and as such can this second complication of the broken instrument also be considered procedure-related in extension and as a second complication to the previous problem. This pi 1526069 is not device-related. -device history review could not be performed as the device lot is unknown. -complaint history review could not be performed as the device lot is unknown. Conclusions: a review of by a clinical consultant concluded, infection is primarily a procedure-related complication generic to every arthroplasty with sometimes additional patient-related risk factors about which there is no explicit information in this case. The broken reamer piece quite likely has increased infection risk. Further information such as device details, pathology reports, return of device, operative reports, additional x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
The customer reported that a patient in whom a taper pin had broken (and the broken piece of taper pin remained implanted on (B)(6) 2017) was showing signs of infection and pain around hip site on (B)(6) 2017. The patient was revised due to infection on (B)(6). The surgeon carried out an extended trochanteric osteotomy and removed the size 6 /127 degree accolade2 stem and the cemented cup which had been implanted on (B)(6) 2017. After extensive debridement and washout he removed the distal tip of the broken taper which he asked to be kept at the hospital. He then inserted a kiwi type spacer and cables with antibiotic in stimulant locally prior to closure.

Manufacturer narrative:
The unknown cemented cup was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The customer reported that a patient in whom a taper pin had broken (and the broken piece of taper pin remained implanted on (B)(6) 2017) was showing signs of infection and pain around hip site on (B)(6) 2017. The patient was revised due to infection on (B)(6). The surgeon carried out an extended trochanteric osteotomy and removed the size 6 /127 degree accolade2 stem and the cemented cup which had been implanted on (B)(6) 2017. After extensive debridement and washout he removed the distal tip of the broken taper which he asked to be kept at the hospital. He then inserted a kiwi type spacer and cables with antibiotic in stimulant locally prior to closure.